Event description:
The customer reported the ventilator was alarming due to high oxygen supply pressure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm shall be annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve closes and the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The customer reported they had adjusted the oxygen supply pressure too high but then reduced it to 50psig. Pse advised the biomedical engineer to relieve pressure by removing the oxygen manifold and reinstalling it. The biomedical engineer reported the pressure was relieved as advised and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer oxygen pressure too high.